Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included cesarean section and hyperlipidemia. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,left side abdomen") and migraine ("migraines/headaches"). The patient was treated with surgery (B)(6)2015, tubal ligation, other). Essure was removed on (B)(6)2015. At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, fatigue, migraine and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted essure insertion date in this follow-up is (B)(6) 2014 and previously in summons the date of insertion was (B)(6)2015. Patient received treatment for pelvic/abdominal pain, breakage, fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received : following events were added : dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraine headache, nausea. Medical history and reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included cesarean section and hyperlipidemia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,left side abdomen") and migraine ("migraines/headaches"). The patient was treated with surgery (B)(6) 2015, tubal ligation, other. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, fatigue, migraine and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted essure insertion date in this follow-up is (B)(6) 2014 and previously in summons the date of insertion was (B)(6) 2015. Patient received treatment for pelvic/abdominal pain, breakage, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: normal appearing ultrasound with what appears to be essure at the fundus in the tubes. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included cesarean section and hyperlipidemia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 14 days after insertion of essure. In december 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain,left side abdomen") and migraine ("migraines/headaches"). The patient was treated with surgery ((B)(6) 2015, tubal ligation, other). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, fatigue, migraine and nausea outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, migraine, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted essure insertion date in this follow-up is (B)(6) 2014 and previously in summons the date of insertion was (B)(6) 2015. Patient received treatment for pelvic/abdominal pain, breakage, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: normal appearing ultrasound with what appears to be essure at the fundus in the tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received : reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2015, tubal ligation, other). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted essure insertion date in this follow-up is (B)(6) 2014 and previously in summons the date of insertion was (B)(6) 2015. Patient received treatment for pelvic/abdominal pain, breakage, fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2015, tubal ligation, other). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device breakage, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: discrepancy noted essure insertion date in this follow-up is (B)(6) 2014 and previously in summons the date of insertion was (B)(6) 2015. Patient received treatment for pelvic/abdominal pain, breakage, fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events " pelvic/abdominal pain, breakage, fallopian tubes perforation, she did not undergo an essure confirmation test" were added. Outcome of event " pain" was updated as recovered. Reporter information was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.